Event description:
It was reported, the lead had migrated to the right, and the stimulation to the left leg was no longer received. It was reported, the physician planned to undertake a trial procedure to provide coverage to the left side.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.